Event description:
It was reported that the case was delayed by 5+ minutes due to the image being completely washed out. The ccu had to be replaced with another unit mid case.

Manufacturer narrative:
Alleged failure: case was delayed by 5+ minutes due to image being completely washed out. The ccu had to be replaced with another unit mid case. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the root cause of the issue reported is cracked traces on the transition board. This issue has been addressed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the case was delayed by 5+ minutes due to the image being completely washed out. The ccu had to be replaced with another unit mid case.